Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, the patient experienced right-sided phrenic nerve injury. The physician noted 73 seconds into the ablation of the right inferior pulmonary vein (ripv) there was weakening of the diaphragm contraction immediately followed by no capture. The temperature approximately negative 43 degrees celsius. The ablation was immediately stopped, and the balloon was actively deflated. Compound motor action potential (cmap) confirmed the weakening and loss of capture. After a 20-minute wait, diaphragm function had not recovered. The procedure was aborted and the patient was not under general anesthesia. It was noted that prior to aborting the procedure only two of the left sided veins were treated. There was no medication given or intervention. The patient, had returned to the hospital approximately one week later due to their atrial fibrillation (af) and had reported the phrenic nerve issue felt better. No further patient complications have been reported as a result of this event.